Event description:
The affiliate is reporting that during the application of the rapidioc meniscal repair system, the holder of the implant broke and was flushed into the knee. The surgeon was able to retrieve the foreign body from the joint. No further intervention was necessary because the first attempt at repair was suffcient to complete the case. There was no further incident or harm to the patient. Clarification will be made with the affiliate as to which segment of the holder was flushed into the patient.

Manufacturer narrative:
The device has not yet been returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was of product, was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 198 devices that were released into distribution. All the pieces were retrieved from the patient and there were no patient consequences. However if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an mdv is being filed to document this event. When and if the device is rec'd here at depuy mitek it will be subjected to a failure root cause analysis. If the analyisis identifies any definitive root cause a follow-up report will be filed.